Event description:
It was reported that bd ultra-fine¿ nano insulin pen needle did not allow insulin to flow during injection. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (1) 4mm, 32g bd pen needle without the tear drop label. Consumer reported no insulin flow when injecting. The returned pen needle was examined and found to be bent on the non-patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failures needle bent at npe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent when fitted to the pen.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ nano insulin pen needle did not allow insulin to flow during injection. No serious injury or medical intervention was reported.